Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test however, unable to prime unit during prime test due to faulty force sensor. Insulin pump was unable to perform the occlusion, prime, and excessive no delivery test due to faulty force sensor. No motor error alarm noted during testing and motor passed motor test. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported that a motor error alarm was received on the insulin pump while delivering a bolus. The customer's blood glucose was 300 mg/dl. The customer was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.